Manufacturer narrative:
Clarification to h6 health effect: clinical code: e2402 is reported to capture the event of "warped". A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of pain and warped are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "warped and moving freely causing pain" and "deflating".

Event description:
Patient reported "needing my implants removed". Later, patient reported "warped and moving freely causing pain" and "deflating". Affected side is left. The device remains implanted.